Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on september 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin necrosis at magnet site and subsequently the patient was treated with oral and topical antibiotics (date and duration not reported).